Event description:
It was reported that at 48,000 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to begin flashing and become "forward beaming". The laser console was then reported to enter into standby mode. Time expended: 8:03 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Failure analysis for (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.